Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg, implantable cardioverter defibrillator (ICD), (B)(6) 2006; 694965, implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient had bacteremia and required the removal of the implantable cardioverter defibrillator (ICD) system. The source of the bacteremia is not known. No further patient complications have been reported as a result of this event.